Event description:
It was reported that a large volume intermate leaked. The device had been filled with pamidronate (90mg) in sodium chloride (250ml). The reporter stated that approximately half of the solution had leaked into the over-pouch. The location of the leak was not identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 18, 2013 to november 19, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection verified the reported problem; broken tubing near the distal luer lock was identified, which would result in the reported leak. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the broken tubing was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the reported problem of the leak. Should additional relevant information become available, a supplemental report will be submitted.